Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. This report is filed on july 25, 2016. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient experienced skin breakdown at magnet site, however the issue could not be resolved. Subsequently the patient was treated with a topical ointment (type and date not reported). Clinical management of the patient is ongoing. The implanted device remains.